Event description:
The customer reported that the system thumbnail image did not match the corresponding large image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the system interface board were installed during the service call. The system was tested and found to be working as intended and put back into service.